Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several days post implant this patient was found in their home unconscious and unresponsive. Upon interrogation the device was found to be in retry and boston scientific technical services (ts) was consulted. A chest x-ray was taken and sent to ts for evaluation. Ts stated that based on the angle it is hard to determine if the lead is in the best position. The boston scientific sales representative stated that thresholds were stable. Ts recommended another x-ray and to check for lead position. The lead and device remain implanted at this time. To date, no additional adverse patient effects have been reported.